Manufacturer narrative:
(B)(4) initial report. Additional information including operative notes (primary and revision), whether the patient followed correct post-op protocol post primary surgery, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested, however, the reporter has confirmed that this information can not be provided and thus the scope of the investigation is limited. The appropriate device details have been provided and the relevant device manufacturing records will be reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after 9 months and 6 days due to recurrent posterior dislocations.

Manufacturer narrative:
Per -8233 final report. Additional information including operative notes (primary and revision), whether the patient followed correct post-op protocol post primary surgery, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested, however, the reporter has confirmed that this information can not be provided and thus the scope of the investigation is limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after 9 months and 6 days due to recurrent posterior dislocations.